Event description:
It was reported that during a lap supercervical hysterectomy procedure, the blade tip broke off into the patient. The tip was retrieved. Another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
Information anticipated, but unavailable at this time.